Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician stated that while using an ion stent delivery system (sds) in an unspecified lesion, the device caught on "almost everything in artery". The physician believes there is too much balloon overhang; when the catheter goes over a bend it has been noted that the stent struts lift up off of the balloon and "catch" on the vessel wall or existing plaque. The physician was able to successfully complete the procedure with no patient complications reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).